Event description:
Customer reported that the insulin pump has a crack from the top right corner of the screen towards the motor its about half inch long. Customer stated he noticed it a few months ago and did not mind but it got bigger. Blood glucose value was 146 mg/dl; current blood glucose is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with cracks to the case, reservoir tube lip, battery tube threads and scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.